Event description:
The tip of a 4 fr grosh nxt PICC line fractured and migrated to patient's heart on (B)(6)2010.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination and functional tests were performed. Device evaluation could not confirm the reported condition of a leak. The root cause could not be determined. This device is a single use device and was discarded. Batch review determined that no nonconformance reports were documented for this lot during manufacturing. Trend review determined that baxter has received similar reports. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that three single day infusor devices were leaking before use. This is report number 2 of 3. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.